Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump received an unexpected restart alarm after inserting a new battery. The customer¿s blood glucose was 103 mg/dl. They said that they received several unexpected restart alarms during normal use. The pump will not be returning for analysis.

Manufacturer narrative:
Device passed displacement test and unexpected restart error test. Device was monitored and no unexpected restart error test noted.